Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle physically break at the tip? Was there any additional tissue damage as a result of searching for the needle piece? Is the lot number of the device available?

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2018 and suture was used. The suture was being used to close the skin and became difficult to use after approximately the third pass. The customer observed a sheering effect at the tip of the needle. The customer used ultrasound to inspect whether or not any piece of the needle fell in to the patient. No piece of the needle was found. It was not noted how the procedure was completed. There were no patient consequences reported. Additional information has been requested.